Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR numbers 1225714-2013-03482, 1225714-2013-03483.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on unknown date after the use of the product.